Manufacturer narrative:
(B)(4). As reported by a healthcare professional, during a coil embolization of an intracranial aneurysm, the 6mm x 15cm cashmere 14 (B)(4) thermo-mechanical coil was delivered to the target lesion but failed to detach. The coil was removed and replaced, and the procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The product was new and stored and handled according to the labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. The device was packaged securely as expected. No further information could be obtained. The 6mm x 15cm cashmere 14 was not returned for evaluation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Failure to detach is a known potential product failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Per the IFU: ¿verify that the microcoil delivery system is fully connected, and no faults are indicted on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil, and replace with a new microcoil system. If the system is free of faults, depress the detach button on the blue enpower dcb, the black dcb or the enpower control cable. The detach cycle light next to the button will illuminate and an intermittent tone will sound for the duration of the detachment cycle. If the light and audible tone do not activate, replace the dcb.¿ assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and without the return of the complaint device; however, it is possible that procedural and handling factors may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The product is available for evaluation and testing; however, it has not been received to date. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of an intracranial aneurysm, the 6mm x 15cm cashmere 14 (crc14061530/c41134) thermo-mechanical coil was delivered to the target lesion, but the embolic coil failed to detach. The coil was removed and replaced, and the procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The product was new and stored and handled according to the labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. The device was packaged securely as expected. There was no damage noted to the catheter packaging or shipping container. The product will be returned for evaluation. No further information was provided.